Manufacturer narrative:
Updated b5 to reflect the pump returning, d9 updated to yes. Updated b5 to reflect the pump returning.

Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained. Customer continued to use the pump for insulin therapy.

Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.